Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful, intercourse and back pain. On (B)(6) 2016, plaintiff underwent a hysterectomy and a bilateral salpingectomy, or removal of the fallopian tubes, to try and alleviate her symptoms. The reporter considers the events and essure related.. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a hysterectomy and bilateral salpingectomy. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the nature of the events and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device breakage ("near the point of fallopian tube insertion, there is a piece of exposed, corkscrew like metal/a piece of metal is removed from the left fallopian tube/a second, corkscrew-shaped, piece of metal is removed from the end of the fallopian tube/this second, corkscrew-shaped, piece of metal is removed from the end of the fallopian tube, which is folded in half/ this second metal fragment is the portion that could be seen protruding through the fallopian tube wall/these metal fragments are photographed "), device dislocation ("malposition of essure device location of device: folded in left tube"), pelvic pain ("sharp stabbing pelvic pains/pain pelvic-severe") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: folded in left tube" (seriousness criteria medically significant and intervention required) on (B)(6) 2016. The patient's past medical history included parity 4, primiparous, menstrual irregularity (also in 2007: discontinued with bc (birth control) pills;) in 2000, smoker, malaise, fatigue, insomnia, migraine without aura in 2005, tubal ligation, pregnancy induced hypertension (later stages of pregnancy, 2010.), hypercholesterolemia (vytorin brie fly) in 2007, tinea versicolour, sinusitis, head fullness, c-section, bowel cancer (malignancy as well as particle small bowel obstruction), esophagogastroduodenoscopy (gastritis and duodenitis.) And duodenitis. Previously administered products included for birth control: yasmin from 2010 to (B)(6) 2012 and yasmin from 2008 to 2009; for hypercholesterolemia: simvastatin in 2011 and vytorin; for migraines: toprol, maxalt and imitrex; for an unreported indication: vestura from (B)(6) 2012 to (B)(6) 2013 and wellbutrin. Concurrent conditions included gastritis, vomiting (daily since 5 months, had blood in emesis yesterday for the first time.) Since (B)(6) 2014, functional gastrointestinal disorder (worse since the summer of 2013 symptoms suggestive of gastroparesis but exact etiology unknown; 6- 14 eval, upper gi series and ego - duodenitis) since 2012, discoid lupus erythematosus, dermatitis ((2-3 weeks ago- possible photosensitivity- -suspect wellbutrin; diagnostic studies for "lupus" ruled out)) since 2014 and gastroparesis (exact etiology unknown). Family history included cerebrovascular accident nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth delamination ("dental problems enamel coming off teeth due to tomach acid from nausea and vomiting"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In (B)(6) 2013, the patient experienced rash generalised ("rashes or skin conditions - whole body"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced weight increased ("weight gain/weight gain / loss (specify which one) gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain") and weight decreased ("weight loss"). The patient was treated with paroxetine hydrochloride (paxil), sertraline (zoloft), tramadol, amitriptyline, ondansetron (zofran), esomeprazole magnesium (nexium), promethazine (phenergan), nifedipine, surgery (laparoscopic assisted vaginal hysterectomy; salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, vaginal haemorrhage, migraine and tooth delamination outcome was unknown and the pelvic pain, genital haemorrhage, fatigue, nausea, rash generalised and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, incontinence, loss of libido, menstruation irregular, migraine, mood swings, nausea, pelvic pain, rash generalised, tooth delamination, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She tolerated essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. (Current weight: (B)(6) lbs. On (B)(6) 2013, hysterosalpingogram showed satisfactory locations of the essure micro coils. Suggestions of occlusions of both fallopian tubes. Slight irregularity right side of the endometrium. Non specific small trace of contrast material confined to the distal portion of the left essure micro coils. -upper gi (gastrointestinal), abdominal, ultrasound, small bowel study. -neurologic evaluation; on or about 2005-2007. -ultrasound of the gallbladder normal--reglan ineffective, improved with zofran , i.e. 25 lb weight loss in three year, but stabilized. On (B)(6) 2016, surgical pathology report revealed uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endomyometrium- proliferative endometrium. Cervix- no significant histopathologic change. Left fallopian tube - perforation and surgical device, grossly identified (see gross description). Para tubal adhesions. Right fallopian tube- para tubal adhesions. Gross description: uterus, cervix, bilateral tubes. The specimen consists of red-tan uterus and attached bilateral fallopian tubes, measuring 5 .3 x 7.1 x 2.5 cm and weighing 44 grams. The ectocervix is pink -tan and measures 3.1 x 1.9 cm. The slit-like os measures 1.1 x 0.1 cm. The left red-tan fallopian tube measures 6.2 cm in length by 0.7 cm in average diameter. A cyst is adjacent the fimbriae, measuring 1.0 x 0.7 cm. Near the point of fallopian tube insertion, there is a piece of exposed, corkscrew like metal measuring 0.7 x 0.2 x 0.2 cm . The right redtan fallopian tube measures 6.3 cm in length by 0.8 cm in average diameter. An area of firmness is located adjacent the insertion of the fallopian tube to the uterus: a piece of metal is removed from the left fallopian tube and measures 23.7 cm in total length. A second, corkscrew-shaped, piece of metal is removed from the end of the fallopian tube, which is folded in half and measures 2.1 x 0.4 x 0.2 cm. This second metal fragment is the portion that could be seen protruding through the fallopian tube wall. These metal fragments are photographed. The entire left fallopian tube is sectioned at 4 mm intervals to reveal an unremarkable cut surface. The right fallopian tube is removed from the uterus. Roughly 2.1 cm of the proximal fallopian tube is firm from the metal surgical device and unable to be sectioned. The device is tightly adherent to the tube and cannot be removed the right fallopian tube is serially sectioned to reveals an unremarkable cut surface. The uterus is bivalve and reveals a red-tan glandular endometrial cavity measuring 1.6 cm from cornu to cornu and 3.5 cm from fundus to endo cervical canal. A piece of metal (0.5 cm) is seen extending into the endometrial cavity from the left cornu, measuring 0.5 cm. The specimen is allowed to fix in formalin overnight the endo cervical canal measures 3.2 cm in length. The uterus is serially sectioned from fundus to endo cervical canal and reveals an endometrial thickness of 0.1 cm and a myometrial thickness of 1.2 cm. Sectioning of the cervix reveals an unremarkable cut. ¿concerning the injury reported in this case, the following one was described in patient¿s medical records: near the point of fallopian tube insertion, there is a piece of exposed, corkscrew like metal/a piece of metal is removed from the left fallopian tube/a second, corkscrew-shaped, piece of metal is removed from the end of the fallopian tube/this second, corkscrew-shaped, piece of metal is removed from the end of the fallopian tube, which is folded in half/ this second metal fragment is the portion that could be seen protruding through the fallopian tube wall/these metal fragments are photographed .¿ quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2018: this case is medically confirmed. This case concerns (B)(6) year old patient. Her demographics were added. Her historical condition/medication; family history and concurrent condition were added. Lab data was added. Essure insertion date was updated. Event: abnormal bleeding (vaginal, menorrhagia) was clubbed with previously reported respective event. Following events were added. Malposition of essure device location of device: folded in left tube, rashes or skin conditions type: whole body, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, pain, perforation (fallopian tubes), fatigue, weight loss and near the point of fallopian tube insertion, there is a piece of exposed, corkscrew like metal/a piece of metal is removed from the left fallopian tube/a second, corkscrew-shaped, piece of metal is removed from the end of the fallopian tube/this second metal fragment is the portion that could be seen protruding through the fallopian tube wall. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 15-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a hysterectomy and bilateral salpingectomy. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the nature of the events and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.